Event description:
Customer called lfs on 10/4/2002 alleging that their meter would only prompt the "insert strip" message. Spoke with customer on 10/7/2002 and pt indicated that the meter would only prompt the "insert strip" message for 2 days. Pt was unable to obtain any blood glucose readings. Pt did maintain their diabetes medication regimen. In 2002, between 9:00 am and 9:30 am, pt attempted to test their blood glucose level and obtained an "insert strip". Pt reported feeling headaches, shaky, and nauseated. Pt decided to take 1/2 of their diabetes medication tablet. At approx 10:00 am pt experienced seizures. Pt explained that they had experienced a lot of stress that day and seizure normally occurred during stressful times. Pt's family took pt to the ER at 10:30 am. Pt had a blood glucose level of "281 mg/dl" (unknown meter). Pt was treated with an unknown "IV" and released 45 minutes later. The customer reported running successful quality control tests and cleaning the meter at least twice a week. The ccr walked customer through troubleshooting, however, the issue could not be resolved. Ccr replaced the meter.